Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was explanted due to premature battery depletion (pbd). Besides early intervention, no adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted no anomalies. Review of the device memory indicated replacement indicators were not triggered while implanted. The device was then manually tested to verify pacing, sensing, and recording functions of the device commensurate with battery voltage; normal device operation was observed. The device case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. The external power supply was substituted for the battery and the low voltage power supplies were overdriven one at a time. An issue with the low voltage capacitors was identified. Analysis confirmed a product performance issue with these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. Our product performance database was reviewed and this anomaly was confirmed to be a non-patterned issue. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.